Event description:
Customer reported a puddle of fluid on the floor under the IV pump. User noted IV tubing had a hole and was leaking from the tubing connection at the slide clamp. No patient harm reported and no other details about the event available. The administration set was not received because the customer stated the product was discarded. No investigation will be performed.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.